Event description:
The customer requested service and repair because green cable error codes displayed during a breast biopsy. The doctor was able to finish the breast biopsy. There were no patient consequences reported. The device was returned for service and repair.